Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a perforation in the diagonal artery, a 2.8x26mm rx graftmaster stent system was advanced; however, could not cross due to the patient anatomy. The graftmaster did not cause or contribute any complications or adverse events. Balloon angioplasty was done to ultimately treat the perforation. There was no clinically significant delay in the procedure. No additional information was provided.